Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter. It was revealed a longitudinal material rupture was present proximal to the distal marker band. Functional testing revealed the balloon cannot be inflated due to longitudinal material rupture in the balloon. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: returned product analysis confirmed a longitudinal material rupture was present proximal to the distal marker band. There was nothing found to indicate there was a manufacturing related cause for this event. The target lesion was heavily calcified. A definitive root cause for the rupture could not be determined. It is unknown if procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter ruptured during a superficial femoral artery (sfa) angioplasty. The health care professional (hcp) began with a normal predilation of the heavy calcified target lesion. The lutonix dcb was prepared under the guidance of the bard field representative. The hcp advanced the dcb to the target lesion and inflated the balloon to nominal pressure with an indeflator. The balloon was inflated to 12 atmospheres at which time the balloon ruptured. The dcb was removed and another lutonix dcb was used successfully to complete the procedure. No adverse patient effects were reported.